Manufacturer narrative:
Recurrent umbilical hernia occurred to date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / proceed ventral patch, involved caused and/or contributed to the adverse events described in the article, specifically: umbilical hernia recurrence. If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, proceed ventral patch? Journal article: 17th annual hernia repair: march 30-april 2, 2016 washington dc, USA. Citation: doi 10.1007/s10029-016-1468-8; hernia 2016 march; 20 suppl 1:1-138. (B)(6) hospital. Presentation title: initial experience with ventral patch. Presentor/author: jorge barreiro j, garcia bear a. (B)(6).

Event description:
It was reported in a journal article that the patient underwent an umbilical hernia repair procedure on unknown date and the mesh was implanted and secured with only two stitches leaving a minimal amount of foreign body in the subcutaneous area. Following the procedure , the patient experienced recurrent umbilical hernia. Additional information has been requested.